Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen unresponsive, that the pump usb port was loose, and that the wake button was "stuck". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting or follow up from tandem technical support, therefore no additional information could be obtained.